Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump guts stopped with tubing installed at low revolutions per minute (rpms). No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00751.